Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 39-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) screen went completely black during patient support. The aic rebooted but the issue recurred and the decision was made to replace the console. There was no patient harm associated with the malfunction. Support was maintained with the implanted pump.

Manufacturer narrative:
The investigation into the aic - shutdown or restart issue has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The reported failure mode could not be reproduced. Based on the data analysis, the root cause of the black screen was an unexpected reboot due to the calculator crashing, but the failure was not reproduced, so the cause of the calculator crash is undetermined.